Manufacturer narrative:
Device history lot: manufacturing location: (B)(4). Manufacturing date: 25-feb-2011. Expiration date: 31-jan-2020. Part number: 04.013.864s, 14mm ti cann retro/antegrade femoral nail-ex/420mm ¿ sterile; lot number: 6599813 (sterile). Component part(s) reviewed: part number: 21014, tialnbri16.00; lot number: 6204495. Product traveler met all inspection acceptance criteria. Product certification supplied by dynamet dated 31-jul-2009 was reviewed and determined to be conforming. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of hardware due to nonunion. The patient had malunion distal femur with modified expert retrograde anterograde femoral nail (ex rafn). The patient was implanted with the following devices; one (1) ex rafn nail, two (2) unknown 6.0mm screw, one (1) unknown 5.0mm screw, one (1) unknown spiral blade, one (1) unknown end cap on (B)(6) 2018. The ex rafn was modified by the surgeon from the previous procedure by drilling 5.0mm hole into the shaft of nail for a 5.0mm screw for a bone transport procedure. The reamer irrigation aspirator (ria) was used to harvest bone graft. It was revised to a 4.5mm variable angle locking compression plate (va lcp) condylar plate with articulating tension device and 3.5/4.5mm lcp metaphyseal plate. It was unknown if there was a surgical delay. Procedure was successfully completed. Patient outcome is unknown. This report is for one (1) 14mm ti cann retro/antegrade femoral nail-ex/420mm-sterile. This is report 1 of 6 for (B)(4).